Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) leadless pacemaker (lp). No intervention was performed and the patient was stable and will continue to be monitored.